Manufacturer narrative:
This report is being filed to correct field h6: device codes, and to provide additional information. The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Additionally, a fracture was observed in the outer conductor 16.5 to 17.5 centimeters (cm) from the terminal end. Microscopic evaluation indicated that the fracture and insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Review of stored device memory noted the first out of range measurement occurred four days post implant. Technical services (ts) discussed potential causes. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that a potential rv lead fracture under the suture sleeve was suspected. The lead configuration was programmed to unipolar and the physician plans to continue monitoring. It was reported that this rv lead continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms, in addition to oversensing and loss of capture (loc). Additionally, the patient experienced muscle/pocket stimulation. A lead fracture and insulation damage was suspected. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to correct field h6: device codes, and to provide additional information.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Review of stored device memory noted the first out of range measurement occurred four days post implant. Technical services (ts) discussed potential causes. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that a potential rv lead fracture under the suture sleeve was suspected. The lead configuration was programmed to unipolar and the physician plans to continue monitoring. It was reported that this rv lead continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms, in addition to oversensing and loss of capture (loc). Additionally, the patient experienced muscle/pocket stimulation. A lead fracture and insulation damage was suspected. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that a potential rv lead fracture under the suture sleeve was suspected. The lead configuration was programmed to unipolar and the physician plans to continue monitoring.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Review of stored device memory noted the first out of range measurement occurred four days post implant. Technical services (ts) discussed potential causes. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.